Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the pump shut off unexpectedly. Additionally, occlusion alarms occurred. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.